Manufacturer narrative:
(B)(4). One 2000e-04 sample from lot 20076578 was received for investigation in opened packaging. Additionally a 10ml bd posiflush sp syringe was received connected to the sample to assist the investigation. A visual inspection of the 2000e-04 sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was initially flushed with the posiflush syringe as received; no occlusion or flow restriction was identified. Further testing was performed by connecting the smartsite to a 50ml bd plastipak syringe from retained stock and flushing with fluid; again no occlusion or flow restriction was identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20076578 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite product in the past 12 months. One 2000e-04 sample from lot 20076578 was received for investigation with an opened packaging and residual fluid. Additionally a bd posiflush sp syringe with residual fluid was received connected to the sample to assist the investigation. A visual inspection of the 2000e-04 sample did not identify signs of damage or manufacturing defect which could have contributed to the customer's experience. The sample was initially flushed with the posiflush syringe as received; no occlusion or issues were identified. Further testing was performed by connecting it to a 50 ml bd plastipak syringe and flushing with fluid; no occlusion or flow restriction was identified throughout testing.

Event description:
It was reported that 10 ll vlv adpt(stand alone) experienced leakage. The following information was provided by the initial reporter: unable to flush through connector. Connector opened and placed on cannula. Unable to push a flush through. Multiple instances with this lot. Number. Connector removed and a new one opened.